Event description:
It was reported that pump declared a cartridge change error and customer was unable to load cartridge and resume insulin even after troubleshooting, with a malfunction occurring during the process. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge components and pneumatic area, attempted cleaning and reloading per technical support instructions, and after escalated troubleshooting csa arranged pump replacement through srr, with no additional information received regarding the outcome of the event.